Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and an issue with char and thrombus occurred. During a pulmonary vein isolation (pvi) in the afib procedure, charring must have happened. The custumer stated, that after an ablation with the qdot micro¿ catheter, the catheter was removed from the patient and charring was observed on the catheter tip. The custumer further stated, that the catheter was used in qmode+ only (90w) and the baseline impedance was at 90 ohm. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31296420l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and an issue with char and thrombus occurred. During a pulmonary vein isolation (pvi) in the afib procedure, charring must have happened. The custumer stated, that after an ablation with the qdot micro¿ catheter, the catheter was removed from the patient and charring was observed on the catheter tip. The custumer further stated, that the catheter was used in qmode+ only (90w) and the baseline impedance was at 90 ohm. There was no patient consequence. Additional information received indicated the patient was coagulated throughout the case, exact act not known anymore. There were no error messages and no errors with temperature. However, char formed on the tip electrode and the physician considered it to be excessive charring.¿usually no charring on the catheter is observed.¿ normal heparinized saline was used during the case. The correct catheter settings were selected on the ngen generator and the ngen pump was switching from low flow to high flow during ablation. The patient has not exhibited any neurological symptoms.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).